Event description:
It was reported that the procedure was to treat a narrow lesion in the proximal left anterior artery (lad), with no calcification. After the lesion was pre-dilated several times with a 2.5 x 15 mm trek balloon up to 16 atmospheres, the 3.5 x 38 mm xience prime was advanced, but the device could not cross the lesion. During removal of the xience prime stent delivery system, slight resistance was felt with the guide catheter and once outside the patient, proximal stent struts were noted to be bent. A new 3.5 x 38 mm xience prime stent was successfully implanted. There was no clinically significant delay in procedure and no adverse patient effects. The patient outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, guide cath: launcher ebu 3.5 6fr, sheath: terumo art.6fr 11cm. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Guiding catheter resistance could not be tested because of the stent damages noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.